Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false negative result while running the alinity m hr hpv assay. On (B)(6) 2026, sample ID (B)(6) initially generated result "not detected". Visual pcr curve inspection shows non-sigmoidal behavior for "other b" target. The sample was re-processed on (B)(6) 2026 with result "other b" detected (fractional cycle number [ fcn] of 29.79 with max ratio [mr] of 0.06). The customer provided information that result was were released from the laboratory as "other b" detected. There was no report of impact to patient management.